Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during dwell 3 / 4. The technical service representative (tsr) assisted the home patient (hp) close with troubleshooting and removing the cassette. The hp stated that she would do a manual exchange and contact nurse when available. No patient injury or medical intervention was reported. During a follow up with the nurse, it was revealed that the hp had been continuing therapy appropriately. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).per the customer, the sample was discarded.a follow-up report will be filed should any necessary supplemental information become available.